Manufacturer narrative:
(B)(4).the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced weakness while at home, which caused her legs to give out and subsequently fall. The patient went to the hospital where it was noted that her hemoglobin levels had dropped to 8.7 from 11.0 at implant, which occurred three days earlier. The s-ICD wound was checked and showed no significant contusions at the implant site. A chest x-ray was performed and no anomalies were noted. The patient received 500ml of 0.9% sodium chloride solution and was discharged to home the same day with pain medications. The clinical site reported that the patient experienced anemia due to potential localized blood loss from the muscles as a result of the implant procedure. No additional adverse patient effects were reported.